Manufacturer narrative:
The reported complaint of "the autopulse platform (B)(4) displayed fault code 16 (timeout moving to take-up position) error message was confirmed based on the review of the archive data and during functional testing. During the investigation, the drivetrain motor of the autopulse platform was observed corroded/rusty, which caused the autopulse platform to display the fault code 16. The likely root cause for the corroded drivetrain motor is due to humidity. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. The autopulse platform was manufactured in october 2007 and is almost 14 years old, well beyond the expected service life of five years. However, user mishandling/neglect cannot be ruled out. As per the customer, the autopulse platform was stored in the ambulance. Frequent daily device checks and storing the platform in a less humid environment could reduce the likelihood of corrosive damage to the drivetrain motor. Upon visual inspection, unrelated to the reported complaint, noticed one of the head restraint was cut/broke off. The cut head restraint does not render the autopulse platform non-functional. The patient head restraint wire could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints, likely attributed to user mishandling. The top cover was replaced to address the damage. In addition, unrelated to the reported complaint, noticed a cracked front and bottom enclosures at the screw well area. The observed damages appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed issue. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. No brake was activated when the device was powered on, forcing the platform to display realign patient" error message. Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca. .

Event description:
As reported, the autopulse platform (B)(4) was deployed for resuscitating a (B)(6)-year-old female (B)(6) patient in cardiac arrest after a drug overdose. The patient was witnessed by a bystander 20 minutes before the incident. The manual CPR was performed by the bystander for an unknown period. When the autopulse platform was powered on, it displayed a "realign patient" error message. Following this, the crew performed troubleshooting, however, the platform "displayed pull up on lifeband and press restart" followed by the fault code 16 (timeout moving to take-up position) error message. The crew switched to manual CPR. However, the return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. Per the customer, the cause of the death was a drug overdose and the patient outcome is not related to the autopulse platform.